Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Subject stated revision due to loosening.

Manufacturer narrative:
An event regarding pain & loosening involving an unknown implant knee was reported. The event was confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical records were deemed insufficient and rejected for medical review. However doctor stated that - "office note confirms loosening and indication for revision to total knee, however need confirmation of revision surgery and revision operative report, x-rays. Unable to determine root cause." Conclusions: it was reported that patient had pain & loosening.the provided medical records were deemed insufficient and rejected for medical review. However doctor stated that - "office note confirms loosening and indication for revision to total knee, however need confirmation of revision surgery and revision operative report, x-rays. Unable to determine root cause." The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, confirmation of revision surgery and revision operative report, x-rays is received, this investigation will be reopened.

Event description:
Subject stated revision due to loosening.